Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2007 (B)(6), 1488t competitive implantable pacing lead implanted: 2003 (B)(6). (B)(4).